Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the atrial and ventricle output connectors are broken. Analysis also found the lower case is contaminated and broken, hanger assembly and screw ring are contaminated, and keypad is scratched and contaminated. Encoder switch assembly is not torqued properly. Metal flake was found on one of the bosses and metal flakes were found under the serial number label. (B)(4).

Event description:
It was reported the device has broken a-v (atrial-ventricle) connectors, cracked inside the pacing ports. The device was returned for repair. There was no patient involvement indicated.